Event description:
It was reported that for an asymptomatic patient, lead noise was observed with pacing during threshold testing. It was noted that the patient rarely requires pacing. The physician will continue to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.